Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg depleted and stopped providing therapy. It is unknown if the ipg depleted normally or prematurely. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.

Event description:
Additional information received stated following product analysis stated that the ipg was in the service application mode and would not be able to communicate with external devices.

Manufacturer narrative:
The report of an inoperable ipg was confirmed. The inability to communicate between the clinicians programmer and the ipg was due to the device entering the service application state. A review of the battery logs showed the device entered a service app state on (B)(6) 2021. This is why communication with the ipg could not be established the next day in the field. The device also suffered a por on the day it was explanted. No programmer logs were returned from the field for review to determine if the issue was environmentally related. As such, the root cause of why the device entered the service app state could not be determined.